Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 12-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was implanted with a paddle lead and ins on the day of the report and the implant went great. The rep reported that the hcp reported later in the day, that the patient needed an MRI as they were unable to feel their legs. The rep reported that the hcp believed the patient had an epidural hematoma around electrodes and planned to explant everything on the day of the report. The rep noted that the hcp posed the option of performing a laminectomy over the entire length of the lead and if they could decompress the spinal cord and there was no bleeding or compression, they would lay the lead back in place. The hcp inquired if the lead would still be function with this option. No further complications were reported.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that actions taken to resolve the epidural hematoma and the patient¿s inability to feel their legs was the physician returned to the or and removed the hematoma. It was indicated that the lead and battery remained in place. The issues of the epidural hematoma and the patient¿s inability to feel their legs were resolved. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.